Manufacturer narrative:
Additional information was added in h.3., h.6. And h.11. A sample was not received at the investigation site for evaluation for the report of stent was implanted with the distal end contacting the iris; therefore, the condition of the product could not be verified. The reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or nonconformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. Based on the evaluation of the information received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. The manufacturer internal reference number is: (B)(4). H.10. Reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported via a literature article that seven eyes experienced adverse events and surgical complications related to improper anatomical placement of the stent. In the seventh eye, the stent was implanted with the distal end in contact with the iris. There were seven medical device reports associated with this case. This report represents 7 of 7.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.